Event description:
A customer reported an issue with a pump's touchscreen responsiveness, noting delays that required pressing the buttons multiple times. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up and the device was out of warranty, with a renewal process underway. No further information regarding the outcome of the event was obtained.